Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked backside of pump). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked case on battery tube, cracked case above arrow and battery icon, cracked retainer, and scratched case. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked case on battery tube was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The device will be returned for analysis.